Event description:
The advocate tested her husband's blood glucose at 3:00am. The reading was 37mg/dl on the contour and he felt like he was going to pass out. He was not given anything to raise his blood glucose. At 10:00am that morning his blood glucose was 289mg/dl according to a different meter. Customer had no strips left to return for evaluation. A new kit was sent to the customer.